Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The adjustable pressure limiting valve was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported the unit was not relieving pressure in manual ventilation mode. The adjustable pressure limiting valve was tapped and then pressure relieved. There was no report of patient injury.